Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alert. Customer stated that they were unsure if they pressed a button down for 3 minutes or longer. The insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Unit successfully downloaded to thus. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on (B)(6) 2022 16:05:11.000 in pump downloaded history. Unit passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No stuck button error alarms noted during testing and verified pump alarmed stuck button on (B)(6) 2022 16:05:11.000 in pump downloaded history. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify any motor errors due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals on (B)(6) 2021 at 12:19 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and force sensor flex cable. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (xxx mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads.